Event description:
It was reported that following a lap adjustable band procedure, patient enrolled in the (B) (4) registry experienced esophageal dilation. The digestive tolerance is not good with vomiting after every feeding for about a month. The food behavior is diverse with many snacks in connection with frequent vomiting. The control of the band is not good (but without slippage) with signs of esophageal dilatation and contraction. Evolution unsatisfactory 2 years after the intervention of gastric restriction with food intolerance and significant esophageal dilation. Additional follow up is being conducted. If additional details become available, a 3500 a supplemental will be sent.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device remains implanted.